Manufacturer narrative:
Of the three devices, one lot number was provided and lot history review was performed. The devices were not returned to the manufacturer for evaluation; however, medical records were provided for all malfunctions. The investigation is confirmed for perforation of the inferior vena cava for all the three malfunctions. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
A review of the reported information indicated that model rf048f vena cava filter allegedly experienced patient device interaction problem. This information was received from various sources. This malfunction involved all three patients with no consequences. Two female and one male patients' ages were reported to be between 36 to 70 years and one patient weight was (B)(6) lbs. All other patient details were not provided.